Manufacturer narrative:
The insulin pump was unable to complete the prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed multiple motor errors. The blood glucose reading was 280 mg/dl at the time of the first occurrence. The alarm was cleared after an insertion site change. The most recent blood glucose reading was 331 mg/dl. The second motor error alarm occurred during a bolus attempt after the customer had eaten a snack. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.